Event description:
The customer reported that the knife dislodged during a total laparoscopic hysterectomy. Another device was used to complete the procedure and there was no patient injury. The device was returned to covidien and visual inspection discovered the webbing was protruding.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.